Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation coverage approximately 2 months ago. It was also reported the patient has been unable to recharge her scs system since that time. In addition, the patient is unable to establish communication between her ipg and charger and the patient's programmer reflects a communication error. Subsequently, the patient may undergo surgical intervention as the next course of action. The event date is unknown.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced. Effective stimulation was restored postoperative and the reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's explant date was (B)(6) 2016, not (B)(6) 2016 as previously reported.